Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for evaluation. An exterior visual inspection showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump and within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1930 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler passed a screen brightness check, a force gauge test, and a door/cassette switch check. A safety clamp test failed. Due to the pressure leak the safety clamp was unable to retract making hard to insert the cassette. Reservoir tank replaced and the safety clamp test passed. A pre-accelerated stress test (ast) simulated treatment was performed without any failures. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that the cassettes are not fitting in the cycler during step 1 of setup for the patient's peritoneal dialysis (pd) treatment. The cassettes are not staying in and pop out. The patient and contact forced one in and forced the door shut and the cycler alarmed with something saying "leak". The cycler was rebooted, but the patient was not able to insert the cassette. At that point in time, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment the next day with the replacement cycler. The cycler was available to be returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.